Event description:
It was reported that during a demo procedure, the system continuously displays a hardware error message. After inspection, was found that the siu was not functioning according to specification. The surgeon decided to use manual instrumentation to continue with the demonstration. Results of the investigation have concluded that the handpiece has an electrical issue in either motor itself or the wiring along the cable that is causing a short circuit that affecting the siu, which makes it a reportable event.

Manufacturer narrative:
The device was used during treatment and was returned for investigation. The initial functional evaluation of the handpiece found there was a short in the cabling. The DHR was reviewed and it confirmed that the product met manufacturing specifications. A complaint history review found similar complaints and the issue will continue to be monitored. The relationship of the device and the reported event has been established. The blown fuse was due to a short in the handpiece cabling. The root cause of the reported event was due to an electrical component failure.